Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after a tka surgery was performed on 2017, the patient experienced a loosening of the cup. This adverse event was treated by a revision surgery on (B)(6) 2024, in which the cup and liner were exchanged to competitor products. The femoral head was exchanged to oxinium femoral head. The stem was remained. Patient's current health status is unknown. No more information is available.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. A review of the instructions for use documents for knee systems revealed in possible adverse effects that looseness of components can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. The devices' specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management files and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.